Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station scanner was failed to work and required replacement. The field service engineer (fse) had resolved the issue by replacing the universal serial bus (usb) cable for the scanner and had tested it with a customer, confirming that everything had been functioning properly. The fse had also checked the drawer system, cleaned it, and inspected all connections, ensuring proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary scanner was not working. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.